Manufacturer narrative:
(B)(4). Additional information: l5358w. Expiration date: 5/13/2019. Manufacture date: 6/13/2014. The analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the staples malformed with irregular shapes. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient.